Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and observed a diluent leak in lower sheath restrictor tubing. Fse also found that the retic mixing motor was defective and replaced both to repair the instrument. The leak was resolved. The cause of the leak is lower sheath restrictor tubing. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the mixing chamber in their coulter lh 750 hematology analyzer. The volume of the leak was approximately 3 ml of clear fluid. The customer was running qc following startup and all qc was within range. No patient tests were being performed at the time. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye glasses and a lab coat at the time of the incident. No injury or exposure was reported.